Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was not available. Based on the info received, the cause for the reported event was due to the puncture location. The angio-seal instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleeding event. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported a successful stenting procedure of the right superficial femoral artery was performed. The physician used an antegrade puncture of the left external iliac artery in order to reach the right superficial femoral artery. Manual compression was not possible as the puncture was above the inguinal ligament. A 6f angio-seal was used. A few hrs later, as the pt sat upright for the first time, the pt experienced pain at the left side and became hypotensive. A CT scan revealed a hematoma and acute bleeding at the left external iliac artery. The pt underwent general anesthesia and surgical repair. A transverse tear was found in the artery at the angio-seal anchor location. The physician alleged the suture was hooked on the arch of the groin ligament and the sudden movement of the pt pulled the anchor out of the artery. The artery was repaired with 5.0 prolene suture. The pt was taken to intensive care for observation and was reportedly recovering well.